Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that there was oversensing of noise on the right ventricular (rv) channel leading to an inappropriate shock. The impedance for the shock was at 1 ohm. Review of the electrogram (egm) noted undersensing with an almost flat line appearance. Upon interrogation two codes for long charge times were noted. An x-ray was taken which showed the electrode was twiddled and was believed to have pulled back and touched the can, causing it to short out. Further information was noted that during the implant procedure the physician had trouble connecting the electrode to the can as the patient is tall and has a high body mass index (bmi). The subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the electrode body and electrode tip found no signs of twisting or any other anomalies. Inspection did find an arc mark on the shocking coil.

Event description:
This supplemental is being field due to completion of analysis.